Event description:
It was reported that the pressure regulating balloon (prb) was not implanted due to a hole made insitu. Boston scientific has been unable to obtain additional information regarding the circumstances.